Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. [(B)(4)].

Event description:
The subject crt-d was implanted on (B)(6) 2019. Reportedly, pocket hematoma related to the implantation was observed on (B)(6) 2019, during an emergency visit to the hospital. The hematoma was cured on (B)(6) 2019.